Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to recognize te) was confirmed. As received, the monitor was intermittently unable to recognize a te connection. The cause for the failure was isolated to contamination on pca connectors j1002, j1003, and j1000. Oxidation build-up on the connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was unable to recognize a therapy electrode connection.